Manufacturer narrative:
H3 ¿ analysis of catheter model 8598a with serial number (B)(6) found ¿catheter body hole ¿ not user related¿ and analysis of catheter model 8596sc with serial number (B)(6) found ¿no significant anomaly ¿ catheter body abrasion ¿ did not affect infusion¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(6), ubd: 06-jun-2021, UDI#: (B)(4); product ID: 8596sc, serial/lot #: (B)(6), ubd: 24-nov-2022, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient receiving dilaudid (10mg/ml at 7.006mg/day) via an implantable pump. It was reported that the patient was experiencing inadequate pain relief and underdosing and was scheduled for a dye study to test the catheter patency. The dye study showed leaking in the catheter and a catheter revision was scheduled. The catheter was replaced, with the pump segment of the catheter being explanted and the spinal segment of the catheter left tied off. The issue was resolved at the time of the report.